Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had flashing display. The customer¿s blood glucose was 70 mg/dl. The customer was assisted with troubleshooting. The customer stated that the insulin pump was dropped and the customer was landed on the pump. The customer stated that the red light was flashing on and off and insulin pump keep beeping and vibrating. The customer did not report of insulin pump screen flashing when screen was turned on after being in sleep mode. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The devise will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with minor scratches on the lcd window and pump case, a damaged display window cover and a constant blank flashing white light on the display due to vertical cracked lcd controller. Unable to verify missing segments/partial display or perform the displacement test, sleep current measurement, active current measurement and self test due to a constant blank flashing white light on the display.